Event description:
The device was being used to treat a pt and reportedly the device would not deliver defibrillation energy to the pt through the quik-combo therapy cable. Treatment was continued using the device's hard paddles. There was no adverse effect to the pt due the availability of the hard paddles. The pt's details were requested, but not released by the facility.